Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: prior to use on a patient, air leaked from the cuff. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported event of a cut in the cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff is torn, the failure mode tear in cuff . Information has been added to the database and trends will continue to be monitored. Correction: (name, email). If information is provided in the future, a supplemental report will be issued.